Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06930. Product is not being returned.

Event description:
It was reported that during procedure, the connection between persona rod and tube was too tight of surgeon tapped the rod to move/adjust with nylon hammer to complete the procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned instrument indicates that the device exhibit signs of repeated use (gouged). Dimensional examination indicates that the devices conform to the measurable print specifications. The functional check indicates that the devices works freely after the application of the lubricant. DHR was reviewed and no discrepancies were found. Root cause is attributed to lack of adequate maintenance. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.